Manufacturer narrative:
Additional information provided: b.3 & d.11 suspect product determined to be sn: (B)(6). The report of an infusion completed faster than expected could not be confirmed in the logs or reproduced during testing. ¿ review of the logs showed on (B)(6) 2019, the suspect device (lvp sn (B)(6) ) completed nine (9) infusions of guardrail drug potassium chloride for a total of 550.065 ml. All infusions completed in their expected time frames. ¿ three requests for the return of the suspect device were recorded. ¿ inspection could not be performed because the source device was not received for investigation. ¿ functional testing could not be performed because the source device was not received for investigation. ¿ the event administration set was not received for investigation. The root cause of the infusion completed faster than expected could not be identified. The suspect device was not received for investigation. H3 other text : no devices received, log review only

Event description:
It was reported that potassium chloride 10 meq/100ml completed sooner than expected. The patient complained of arm burning/pain, and it was noted that the entire bag of potassium had completed in 20 minutes. The physician assistant was notified, however no new orders were received. There was no patient impact.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that pump infused too fast. Patient ordered 10 meq of potassium chloride in 100 ml. Patient stated, " arm started to burn." Went to check on patient. Entire bag of potassium had gone in 20 minutes. The nurse filled out malfunction form for pump and notified physician assistant. No new orders were received. This is 1 of 3.